Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set was unable to prime. There was no patient involvement. No additional information was available.

Manufacturer narrative:
Manufactured: 02/10/2017 - 02/11/2017. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included clear passage and pressure testing. The functional testing performed revealed satisfactory results. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.